Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump may have delivered the incorrect amount of insulin. The customer's blood glucose reading was unknown at the time of incident. The caller expected the insulin pump to deliver 5 units, but it only delivered 3. The caller was advised that the insulin pump may have been delivering based on the customer's active insulin totals. However, troubleshooting did not occur; the caller had to take someone to the train station. The product will not be returned.